Manufacturer narrative:
Medical device expiration date: na. Investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Based on the verbatim, it appears the "drops of fluid" were likely silicone. Please note that silicone is an inert, non-toxic medical substance used as a lubricant for disposable hypodermic products. It is an integral part of the syringe, enabling it to perform as required in various clinical applications and does not present a safety or efficacy issue nor does it impact product function. The silicone application process is designed to provide an even distribution of silicone on the interior of the syringe barrel. Silicone has been in use in this application for over 20 years. No reports are known of adverse clinical effects associated with these products and unintentional delivery of silicone fluid lubricant. Investigation conclusion: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description: no root cause can be determined as no samples were received. Rationale: since no samples displaying the reported condition were received corrective actions are not necessary.

Event description:
It was reported that syringe control 10ml ll bns had foreign matter. The following information was provided by the initial reporter: material no.: 304134, batch no.: 9322441. It was reported that there was some drops of fluid in the control syringe. Per complaint details: after setting up for a case, it was noticed there was some drops of fluid in the control syringe that comes in this pack. The back table had to be broken down (instruments as well), and set back up.